Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump¿s insulin-on-board (iob) feature shows insulin remaining after the 4-hour limit set in the pump. Specifically, on (B)(6) 2013, lunch bolus at 2:15 pm and at 6:16 pm there was still 0.39 units remaining per the iob feature; on (B)(6) 2013, lunch bolus at 2:29 pm and at 7:28 pm there was still 0.07 units remaining per the iob feature. The distributor reported that the iob was then reset at 7:33 pm, 5.5 hours after the bolus. The distributor pointed out that if the patient uses the ez-bg for a bg correction the pump still takes into consideration the iob deducting the remaining iob. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue with the iob function remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.